Manufacturer narrative:
Section d6b: an explant date was reported in the initial report. Additional information received stated that the pump was not explanted. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events (right heart failure and patient expiration) could not be conclusively be determined. Prior to the patient¿s expiration, they had received maximal inotropic support with multiple supportive therapies including left ventricular assist device adjustment, continuous renal replacement therapy, inhaled epoprostenol, inhaled nitric oxide, bicarbonate infusion, stress dose steroids, optimal ventilator management, and continuous echocardiogram/ultrasound volume assessments/adjustments. The patient¿s right ventricular failure existed prior to implant and was not considered to be device related. Heartmate 3 left ventricular assist system, serial number (B)(6) , was reported to have been operating as intended and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away on (B)(6) 2021 due to right ventricular failure. No additional information was provided.